Manufacturer narrative:
Additional photo evaluation: visual analysis of the photographs identified: pain: unable to observe as it is a medical event that is not related to the device. Varied injuries-ndr:not applicable as the event is non device related. Other medical-ndr :not applicable as the event is non device related. Pregnancy related complications-ndr:not applicable as the event is non device related rupture:observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to (B)(4):covid-19 quality plan - complaint handling.

Event description:
Patient additionally reported against the left-side, corner of the implant on the left is noticeably and visibly protruding and severe pain. Later, healthcare professional reported, left-side rupture. The device has been explanted and replaced. Patient additionally reported, severe mood swings, circular hair loss, a miscarriage, bladder problems, increased leukocyte values, and endometriosis- which have been deemed as not device related.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of varied injuries-ndr, visibility/palpability, pain, other medical-ndr, rupture and pregnancy related complications-ndr was reviewed on 07-dic-22, visual analysis of the photographs identified. Observed rupture on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient additionally reported against the left-side, corner of the implant on the left is noticeably and visibly protruding and severe pain. Later, healthcare professional reported, left-side rupture. The device has been explanted and replaced. Patient additionally reported, severe mood swings, circular hair loss, a miscarriage, bladder problems, increased leukocyte values, and endometriosis- which have been deemed as not device related.